Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was also noted that the patient was also receiving another drug via their pump in addition to the morphine, however the drug name, drug concentration, and dose rate was also unknown. It was reported that the patient was seeing an 8503 code via their personal therapy manager (ptm). The 8503 code seen was regarding a physician bolus in progress. The pump was recently filled on (B)(6) 2017 and they started to see the 8503 code on (B)(6) 2017; later also noted as being (B)(6) 2017 at the time of the report. The pump was recently programmed with a prescribed bolus that was currently in-progress as indicated in labeling. It was discussed that the pump was working as designed regarding the 8503 code displayed. It was noted that the patient had spoken with the healthcare provider¿s (hcp) office and they explained the meaning of the 8503 code. It was confirmed with the reporter that their inquiry was resolved regarding the 8503 code. No patient symptoms were mentioned regarding the 8503 code seen. It was further noted that the patient¿s pump turns on its side and the pump sticks out all the time; the date of the event was (B)(6) 2017. It was further noted that the patient was noticing a feeling of something inside her body moving due to scar tissue rolling underneath and this was the first time the patient noticed it; the date of the event was (B)(6) 2017. The patient had regular morphine in the pump, but on (B)(6) 2017 she was having the morphine supplemented with a new non-narcotic (drug name unknown). It was also reported that the poor communication screen/icon was displayed via the ptm. The ptm would not communicate with or without the external antenna. The date of the event regarding the communication issue was (B)(6) 2017. Troubleshooting at the time of the report included replacement of the ptm batteries and attempting to use the ptm with and without the antenna. The ptm did not work with or without the antenna. No medical or therapy problem associated with the small part was reported. The patient was to follow-up with their healthcare provider. On (B)(6) 2017 additional information was received via a consumer. The patient had been miserable since her pump refill appointment on (B)(6) 2017. It was noted that the patient thought it could be the new additive put in her pump on (B)(6) 2017; the patient was not sure what the new drug was. It was further reported that the patient had just received their replacement ptm from repair on (B)(6) 2017 and they were getting the poor communication with the new ptm. The patient was getting the poor communication with the replacement ptm when she tried to couple it to her pump on (B)(6) 2017. Troubleshooting with the replacement ptm received included attempting communication with and without the antenna. Also moving away from emi sources was attempted. The ptm still was not operating as expected as it did not work with or without the antenna. They were unable to bond the ptm to the pump. The pump was further noted as moving in the pocket. No out of box failure was reported. No medical or therapy problem associated with the small part was reported. The patient was to follow-up with their hcp to have the pump checked. No further patient complications have been reported as a result of this event.